Manufacturer narrative:
(B)(4): device not yet returned to manufacturer.

Manufacturer narrative:
This report is filed february 14, 2014.

Event description:
Per the clinic the patient experienced a skin flap infection around the implant site and developed a fistula (specific date not reported). The issue could not be resolved and the device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2013.